Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection, the device did not operate correctly. The customer was unable to provide further details. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty lcd display board. The lcd display board was replaced. Analysis for reports of this type has not identified an increase in trend.